Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown h2-3) a manufacturer representative (rep) went to the site to test the navigation system. The uninterruptable power supply was replaced and the system performed as intended. Codes: b01, c02, d02 h2) please see section e. And additional codes for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that both monitors of main cart and camera cart became dark after surgery while plugged into the power on the wall. There was no patient involvement. Troubleshooting was performed, the site tested the system for 30-40 minutes and the monitor went dark. The personal computer was off. After looking into "self-test" in stealthadmin, the uninterruptable power supply (ups) battery reading of the main cart dropped fast from 1000 to 70 within 15 seconds after unplugging from the power cable. The situation was the same event after changing to a new battery. After a new ups, the reading of the bps batter restored to normal state.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g2) foreign country: china h6) multiple annex a code were submitted, annex a code, a0708, applies to rfr nav4117 and annex a code, a0902 applies to rfr nav4129 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.